Event description:
It was reported that the top of the drill has broken during the initiation of the tunnel. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the top of the drill broke during initiation of the tunnel. The broken pieces were removed and the procedure was completed with a back-up device. No other complications were reported.